Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 127 mg/dl at the time of the incident. The customer states the pump was completely blank and the customer changed battery but nothing happened. The customer changed the battery cap multiple times but nothing happened. The customer stated that there is a red flashing light and then the pump began vibrating but nothing was on the screen. He customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced and the insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank display, problem isolated to printed circuit board. Unit was received with cracked lcd glass. Unit was received with scratches on case, cracked select button keypad overlay and minor scratches on lcd window.